Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity, and race are not applicable as there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a short circuit on the electronics of the heartmate universal battery charger (ubc).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an electrical short occurring on the circuitry of the universal battery charger (ubc) was confirmed via evaluation of the returned ubc (serial number: (B)(6). The returned ubc was evaluated by european distribution center (edc). Inspection of the ubc interior revealed liquid damage on several components of the power supply printed circuit board (pcb). The power supply pcb was then replaced and the ubc passed functional testing without any issues. The replaced power supply pcb was forwarded to ppe. Inspection of the forwarded part revealed a dried white and yellow substance, which is consistent with fluid ingress, on and surrounding several components that were associated with the channel 1, channel 2, channel 3 and channel 4 lines of the pcb. The damage on the components is also consistent with an electric short occurring. The forwarded part was not functionally tested due to the damage observed. No other issues were observed. The root cause of the reported event was determined to be fluid ingress on the power supply pcb components; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the universal battery charger, serial number ubc-47196, was manufactured in accordance with manufacturing and qa specifications. The universal battery charger was shipped to the customer on (B)(6) 2020. Heartmate universal battery charger (ubc) instructions for use (IFU) under "warnings and cautions" states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly." Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 1, entitled ¿introduction¿, shows the user how to properly plug in and turn on the charger. If the equipment is not working properly, the user should contact their doctor immediately. Heartmate universal battery charger (ubc) instructions for use (IFU) section 5.2, entitled ¿charger-related advisory messages¿, instructs the user on the actions to take if a pocket fault occurs. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.